Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A1, a2, a3, a4: there are multiple patients all information is provided in the article. D6: implant date is between june 2004 and june 2015. H6: patient code. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an: distractor implants: external midface unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. (B)(4).

Event description:
This report is being filed after the review of the following journal article: rogers-vizena, c. Et al. (2017), cost-benefit analysis of three-dimensional craniofacial models for midfacial distraction: a pilot study, the cleft palate¿craniofacial journal vol 54 (5), pages 612¿617, (USA). The purpose of this study is to quantify benefits of using 3d models for virtual surgical planning. Between june 2004 and june 2015, a total of 20 patients (11 males and 9 females) with an average age of 11.1 - 4.7 underwent le fort iii midface distraction using a synthes cmf external midface distractor (depuy synthes, zuchwil, switzerland) without a 3d model. The following complications were reported as follows: 7 complications occurred in 6 patients. 2 for cerebrospinal fluid leak. 3 for premature consolidation of the midfacial unit. 1 for fracture of the distractor footplate. 1 for malposition of the distractor rod. The later 3 complications required return to the operating room for revision. This report is for a synthes cmf external midface distractor (depuy synthes, zuchwil, switzerland). This impacted product captures the reported fracture of the distractor footplate. This report is 2 of 3 for (B)(4).